Event description:
It was reported that a stored episode on this subcutaneous implantable cardioverter defibrillator (s-ICD) system showed a wide complex qrs with oversensing on two inappropriate shocks delivered. Technical services (ts) analyzed device episode data. The health care professional (hcp) noted that the patient was experiencing an electrolyte imbalance and altered consciousness which required a visit to the emergency room (ER). It was noted that the shock did not change the rhythm and it was returned to normal naturally. No further recommendations were made for troubleshooting. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.